Event description:
A report was received that the patient will undergo revision due to ipg heats up after charging.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision due to discomfort caused by the ipg heating up. During the revision, the ipg was replaced with a new one and was relocated.the physician suspected device malfunction. The patient was doing well post-operatively.

Event description:
A report was received that the patient will undergo revision due to ipg heats up after charging.

Event description:
A report was received that the patient will undergo revision due to ipg heats up after charging.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, operational, performance and photographic imaging tests performed. The complaint of getting burning sensation could not be verified. The charge profile indicated that the maximum temperature during charging cycles in the patient's body was within the expected range. The temperature of the device was monitored while the device was turned on and off randomly. The working temperature of the device for a two-hour observation ranged around 26 °c, and no surge in temperature was observed. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The device passed all required tests. The device exhibited normal device characteristics.